Manufacturer narrative:
This follow-up MDR is created to document the returned device. Device was received. The paperwork included indicated that the device was received to the pathology department in formalin. According to instruction, devices are not to be stored in formalin or other aldehyde-containing antiseptics, disinfectants or antimicrobials. Devices received in prohibited substances will not be evaluated by coloplast due to safety concerns. Therefore, this device receipt has been logged as received, but the device has been discarded and testing will not be performed. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, it was thought that the patient had the device implanted for so long that it eventually failed. Another inflatable device was implanted. The physician was able to identify a defect on the cylinder tubing, but was unable to verify the type of defect that was observed.